Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found set screw mark noted on the terminal pin. Cut noted in the lead, circumferences the lead approx. Extremely stretched conductor coils noted near the tip. Electro-cautery damage noted in a few places. Blood/body fluid noted in the insulation. The insulation is damaged in multiple locations which likely led to the blood in the insulation. Could not confirm dislodgement, loss of capture, or not sensing. The lead passed electrical testing. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and was not sensing. A fluoroscopy was performed and it was identified that the ra lead dislodged. Blood was noted inside insulation near to terminal pin. The ra lead was explanted. No additional adverse patient effects were reported.